Event description:
Clinical trial extend-001 (nct05639400) patient (B)(6), experienced a device failure/deficiency of stent graft fracture. The subject underwent open surgical repair of the aorta with a thoraflex hybrid ante-flo device on (B)(6) 2025. It is not possible to add causality assessment at present as the site has not provided this information. Report was submitted based on the device failure/deficiency, as noted in the core laboratory observations stated below. The core lab has completed the review of subject 023-009 at the pre-proc (assumed to be pre-procedure) - extension visit (dated 16-sep-2025) and have made the following observation: - aortic expansion. - stent graft fracture. - 3 fractures - thoraflex hybrid main body. The device failure is 3 fractures of the thoraflex hybrid main body. It is not possible to comment on the patient status of either ongoing/resolved.

Manufacturer narrative:
Clinical code: 4597- aneurysm expansion: aortic expansion. Impact code: 4648 - insufficient information: - awaiting additional information from the site. Medical device problem code 1260- fracture- the device failure is 3 fractures of the thoraflex hybrid main body. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110- trend analysis: four year review was performed for thoraflex hybrid sales (B)(6) 2022 - (B)(6) 2025 vs stent fracture-body type (B)(6) 2022 - (B)(6) 2025, occurrence rate is (B)(4). 4111 - communication/interviews: additional questions have been asked for the complaint on (B)(6) 2026. 3331 - analysis of production records: a review of batch records showed no issues identified in finished product. 4117 -device not accessible for testing: device remains implanted investigation findings: 3233- results pending completion of investigation investigation conclusion: 11 - conclusion not yet available.

Event description:
(B)(4) patient (B)(6), experienced a device failure/deficiency of stent graft fracture. The subject underwent open surgical repair of the aorta with a thoraflex hybrid ante-flo device on (B)(6) 2025. It is not possible to add causality assessment at present as the site has not provided this information. Report was submitted based on the device failure/deficiency, as noted in the core laboratory observations stated below. The core lab has completed the review of subject (B)(6) at the pre-proc (assumed to be pre-procedure) - extension visit (dated 16-sep-2025) and have made the following observation: aortic expansion, stent graft fracture, 3 fractures - thoraflex hybrid main body. The device failure is 3 fractures of the thoraflex hybrid main body. It is not possible to comment on the patient status of either ongoing/resolved this report is being submitted as follow-up 1 for manufacturing report number 9612515-2025-00004 to provide event information for (B)(4).

Manufacturer narrative:
Clinical code: 4597- aneurysm expansion: aortic expansion. Impact code: 2199- no health consequences or impact- patient is doing good. Medical device problem code: 1260- fracture- the device failure is 3 fractures of the thoraflex hybrid main body. Component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110- trend analysis: four year review was performed for thoraflex hybrid sales jan 22 - dec 25 vs stent fracture-body type jan 22 - dec 25, occurrence rate is (B)(4). 4111 - communication/interviews: multiple attempts is being made to get responses and scans on the questions. 3331 - analysis of production records: a review of batch records showed no issues identified in finished products. 4117 -device not accessible for testing: device remains implanted 4102- testing of device from other lot/batch retained by manufacturer- specific of the same part no. Of devices are being selected for an analysis of the ring stents. Investigation findings: 3233- results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.